Event description:
Procedure: hemicolectomy. The device was used across the middle colic pedicle. The device indicated the seal was made but on removal and division there was an immediate bleed on both sides. The pt became hemodynamically unstable. There was unanticipated blood loss. No permanent injury to the pt.